Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer did not perform the air removal step correctly. Customer continued to use the existing cartridge. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.